Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy, the tip cover accessory of the monopolar curved scissor (mcs) instrument had a small hole which arced when monopolar energy was fired. As a result, it injured the patient`s iliac vein and led to bleeding. Intuitive surgical, inc, (isi) contacted the initial reporter who gathered additional information from the site: the incident occurred during left iliac lymphadenectomy part of the procedure. During dissection of the tissue surrounding the left iliac vessels at the obturator fossa, arcing was observed from the tip cover accessory and injured the iliac vessel. It was confirmed that there was no unintuitive movement from the mcs instrument, and the instrument and accessory were inspected prior to use with no damage noted. The amount of unexpected bleeding loss was estimated around 200-30mml (less than 500ml). Immediate repair of external iliac vein was done by clamping, and placing continuous monofilament sutures to address the bleeding. The left lymphadenectomy was aborted due to this event with the risk of further manipulating the damaged vein. The surgeon inspected the instrument and the accessory after the arcing, and a hole at the tip cover accessory was observed. Although the patient was reported with no post-operative complications, the surgeon stated that the damage to the vein and the placement of the sutures to address the bleeding might result in permanent alterations of the normal blood flow with increased risk of venous thrombosis and embolism. The abortion of the left lymphadenectomy could lead to understaging and insufficient treatment of the prostate cancer.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has not received the tip cover accessory involved with this complaint for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's system logs for the reported procedure date was performed for two procedures as there was insufficient information to verify which procedure it was. Investigation revealed there were no related system errors to have occurred during both surgical procedures that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy, the tip cover accessory had a small hole that arced when monopolar energy was fired from the monopolar curved scissor instrument. As a result, it injured the iliac vein and led to bleeding around 200-300ml. The bleeding was controlled by immediate clamp and sutures. The left lymphadenectomy had to be aborted due to the risk of further manipulating the injured iliac vessel. Although the patient was reported discharged with no post-operative complications, the surgeon thought that the damage to the vein and the sutures to address the bleeding might result in permanent alterations of the normal blood flow with increased risk of venous thrombosis and embolism. The abortion of the left lymphadenectomy could lead to insufficient staging/treatment of the prostate cancer.

Manufacturer narrative:
Based on the claim against the product that tip cover accessory had a small hole which arced , intuitive surgical, inc. (Isi) received the tip cover accessory and failure analysis confirmed the customer reported complaint .the tip cover accessory was found with a hole at the silicon overmold of the tip cover, measuring approximately 0.03" x0.03¿. Damage appeared to be a crater-like hole, likely created by an arcing event or energy leakage had occurred. Hole also exhibited char like features at the affected area. Common causes of the failure mode of thermal damage to tip cover accessory are typically attributed to the user. Damaged tip cover accessory are attributed to either improper installation onto the monopolar curved scissor (mcs) instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. The tip cover was also found to have a gouge mark at the silicone overmold the tip cover. No material is missing. Gouge is not axially aligned with the tip cover. Common causes of the failure mode gouge marks are attributed to the user.

Event description:
Refer to h10/h11 for follow-up information.